Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The pre-operative aneurysm measurement was 68 mm. On (B)(6) 2011, a type ii endoleak was discovered. The patient was discharged and the physician elected to monitor the patient. The aneurysm measured 68 mm. Subsequent follow-up examinations revealed no health hazards. The physician continued to monitor the patient. On (B)(6) 2011, follow-up examination revealed the aneurysm measured 73 mm. The physician elected to continue to monitor the patient. Subsequent follow-up examinations revealed that no health hazard was found. The physician elected to monitor the patient. On (B)(6) 2011, one year follow-up examination revealed the aneurysm was 73mm. The aneurysm enlargement was found. The physician elected to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.